Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed the distal end of a neuron max 6f 088 long sheath (neuron max) was seriously damaged. The damage to the neuron max was found prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the returned neuron max had stretch along the distal shaft, approximately 85.0 cm to 99.0 cm from the hub. The neuron max was damaged on its distal atraumatic tip. Conclusions: evaluation of the returned neuron max revealed that the catheter was stretched along the distal shaft of the catheter. If the packaging mandrel becomes unsecured from the packaging tape it may become retracted into the packaging tube while attempting to remove the device from the packaging. This may cause the tip of the neuron max to become pinned between the packaging mandrel and packaging tube. If the catheter is subsequently retracted while pinned, the distal tip may become damaged. If the catheter is forcefully retracted against this resistance it may become stretched. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.